Event description:
The customer observed falsely depressed architect ca 19-9 results for one patient diagnosed with pancreatic cancer. The following data was provided: on (B)(6) 2024, sid (B)(6) was sent from an outpatient facility. The architect ca 19-9 result was <2 u/ml, repeated <2 u/ml. On (B)(6) 2024, the same patient with different sid (sid (B)(6) was sent from an outpatient facility. The architect ca 19-9 result was 40,243 u/ml. The customer retested the sample from (B)(6) 2024, (sid (B)(6) and the retest was 30,360 u/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect ca 19-9xr reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 59924fp00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect ca 19-9xr reagent lot 59924fp00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer observed falsely depressed architect ca 19-9 results for one patient diagnosed with pancreatic cancer. The following data was provided: on (B)(6) 2024, sid (B)(6) was sent from an outpatient facility. The architect ca 19-9 result was <2 u/ml, repeated <2 u/ml. On (B)(6) 2024, the same patient with different sid (sid (B)(6)) was sent from an outpatient facility. The architect ca 19-9 result was 40,243 u/ml. The customer retested the sample from (B)(6) 2024 (sid (B)(6)) and the retest was 30,360 u/ml. No impact to patient management was reported.